Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During a patient examination, the ivs became frozen. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The problem was identified as a failure of the ivs (image virtualization system). In the event the ivs fails, the system remains operational in regards to the procedure and fluoro and acquisition are still possible without limitation. Data transfer to the ivs is not possible and for that reason, storage in the data base will fail and post processing is not possible. Correction for this failure has been initiated via update ax 075/15/s and was reported to the FDA under 21 cfr 806; report 2240869-03/07/16-0010-c. This corrective action eliminates the root cause of the problem and prevents the possibility of reoccurrence.